Event description:
A negative advia centaur xp (B)(6) result was obtained for a pt sample and reported to the physician. The physician questioned the result since the result did not match the pt's historical result. The customer repeated testing. The (B)(6) result was positive. A corrected report was issued. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the false positive (B)(6) result is unk. The instrument is performing within specifications. No further eval of the device is required.